Event description:
It is reported that the product in the package is not the same item number as on the outside of the package.

Manufacturer narrative:
This report will be amended when our investigation is complete.